Event description:
During patient treatment, operators reported that the power knob for adjusting the oscillatory amplitude was "stripped" and couldn't be adjusted. The patient was placed on another 3100a and "is doing fine".